Manufacturer narrative:
D4: catalogue #: suspected product codes are 5c4482, 5c4483. E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with the minicap transfer set. This occurred when disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.